Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced a siderail false latch. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 0 malfunction events, where it was reported the device experienced a siderail false latch. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was experiencing an additional hazard of fluid leaks onto the floor. The count of events has been corrected to reflect this, and this event has now been reported under MFR report #0001831750-2022-00915.